Event description:
It was reported the bronchovideoscope had an error code. There were no reports of patient harm*.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was noise with b3- error code- no image (black) and there was no data due to communication error code b30. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a random component failure is the most likely cause of the reported event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an error code. There were no reports of patient harm.